Manufacturer narrative:
The fuses for the viewing station of the imaging system were returned to the manufacturer for evaluation. Continuity testing found that one of two fuses was open.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite after the fuses were replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect fuses have not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the fuses on the imaging system were blown. There was no patient present when this issue was identified. The representative replaced the fuses and the system was fully functional.